Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the inner cannula extends past tracheostomy cannula by 4 to 6 millimeter. It was reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. No failure was confirmed. A dimensional test was performed, the inner cannula was inserted inside the outer cannula, and it was observed the distal end of the inner cannula protruded 0.065 inches out of the outer cannula, this protrusion is within specification. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.